Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported receiving additional sets of aligners considering their teeth were not shifting as initially forecast. Their same tooth has still not straightened, and it has been over a year of wearing the aligners. The patient also experienced bleeding in the morning after removing their aligners which is a result of a tooth being loose and that has affected their gums surrounding it. The patient stated that they stopped wearing my aligners because one of their teeth became loose. Fortunately, it is no longer loose, but switching back to the previous set of aligners was too uncomfortable since their teeth had already shifted into the next position. Additionally, the patient has developed some concerning symptoms while wearing the aligners. Their gums became inflamed, itchy, and tender, which led to the bleeding and, eventually, loosened their teeth. Their dentist suspects they may have developed an allergic reaction to the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.